Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007 was suspected of exhibiting the advisory behavior. A save to disk was sent in for analysis, which confirmed this device reached middle of life 2 battery status after 22 months of implant. To date, there have been no adverse patient effects reported.

Event description:
The facility reported a colleague infusion device with a failure code 810:04. The event was reported to have occurred during programming / setup. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software for this device is not known. On 4/29/2010 additional information was obtained by the customer: a baxter associate explained how to verify the air in line (ail) calibration. The customer stated that he found the (ail) calibration to be out of specification. He also stated that there was no evidence of moisture in the tubing channel.

Manufacturer narrative:
Device will not be returned to baxter for evaluation. The device was repaired by the customer and sent back to the appropriate department. If additional information is received, a follow up MDR will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Complaint no: (B)(4).